Event description:
During the procedure, it was reported that the physician could not see the position of the marathon catheter. Upon removal of the catheter from the patient, the physician discovered that the radiopaque tip was missing and the procedure was completed with another marathon catheter without issues. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The catheter was returned for evaluation and the distal marker and distal tip were missing. The evaluation could not determine the cause of the event; however, the broken end exhibited plastic deformation (stretching and necking) of the tubing material which indicates that the catheter may have broke while being pulled with a force exceeding the tensile strength of the tubing material. Catheter separation. (B)(4).